Event description:
The patient was reportedly hit by a baseball bat over her contralateral implant site. The patient believes her internal device has moved. The implant surgeon has discussed the possibility of repositioning the device. Testing of the device showed that the device is functioning. Advanced bionics is in the process of gathering more information, once more information becomes available a supplemental report will be submitted.